Event description:
The customer's mother reported that the insulin pump keypad unresponsive and battery out limits. Customer's blood glucose was 300 mg/dl. Customer stated that the insulin pump got wet. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No unexpected battery out of limit noted. However, the device had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. The numbers did not ramp up on their own or the scroll bar was moving with no input. No moisture damage electronic assembly.